Event description:
Fluid retention of right knee [joint effusion]. Pain of right knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The pt¿s medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f20) injection at dose of 2ml per week (site not provided). The lot number for synvisc was not provided. On (B)(6) 2012, the pt received second synvisc injection. The same day, pt experienced fluid retention and pain. It was reported that the event of pain was alleviated on the same day. On an unspecified date, the event of fluid retention was also alleviated. The action taken with synvisc was not provided. Relevant concomitant medications were not provided. The intensity for the events was not provided. The reporting physician did not provide the relationship between synvisc and the events. Follow-up info was received on (B)(6) 2012 from the physician regarding the events and treatment medication which upgraded the case to serious (intervention with steroids). It was reported that the pt received synvisc injection in the right knee and experienced fluid retention of right knee and pain of right knee. The lot number for synvisc was unknown. On (B)(6) 2012, the pt received steroid injection for treatment. On (B)(6) 2012, both the events alleviated. The reporting physician assessed the relationship between synvisc and both the events as probably related.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.